Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and observed a failure of the power pcb assembly. The third-party service agent will replace the power pcb assembly. Once proper device operation has been confirmed through functional and performance testing, the device will be returned to the customer.

Event description:
It was reported to physio-control that the customer's device would not power on with either batteries or ac power. There was no patient use associated with the reported event.